Manufacturer narrative:
Result - representative samples from the reported lot number 5272777 were returned by the customer. The samples were draw tested and stopper pull out did not occur. Retention samples were tested with no stopper pull out or pop off observed. Additional testing was completed with all test results within normal limits. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. There were no related quality notifications and all process and final inspections comply with specification requirements. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure mode of stopper pull out as this was not observed during testing. The defect of blood splatter due to stopper pull out was confirmed. An absolute root cause for this incident cannot be determined. This incident will continue to be monitored.

Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Device evaluation: a sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the phlebotomist was using a non-bd butterfly needle and holder with the suspect device. During collection, the hemogard closure stayed inside the holder and the glass tube popped out, causing blood to spill. The staff noted that the closure felt loose prior to use. The phlebotomist was treated initially by the emergency department physician and follow up was provided by employee health according to the facility's blood exposure protocol. Specific interventions were not reported.